Event description:
Additional information was received in regards to the patient's health history. The patient has a history of cerebrovascular accident prior to vns implantation. They had right arm and right leg weakness as a result of this. They additionally had a history of alzheimers versus multi infarct dementia onset prior to vns implantation. They had diabetes, hypertension, a pacemaker implanted, coronary artery disease with stent placement, chronic obstructive pulmonary disease and a history of recurrent bacteremia onset prior to vns implantation. Their vns generator had been implanted near their right clavicle with their leads on the left vagus nerve. Diagnostics at time of implant were reported to be within normal limits, (B)(6) 2005. The patient has a history of poor seizure control with extended postictal periods where she has to be admitted for IV fluids till she awakens. No further information has been received at this time.

Event description:
It was reported that a vns patient died on (B)(6) 2007. No further information is known at this time. It is unknown the relationship of their death to their vns, nor the circumstances of their death.